Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing a ruby coil through another manufacturer's microcatheter and indicated that there was tortuousity. The ruby coil was removed and the procedure continued using another manufacturer's coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Medical device expiration date 11/30/2022.